Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 09/08/2017. The failure was due to a failed transistor q1 on the fast charge pcba of the drn.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care (apoc) was contacted by a customer who reported visual smoke coming from network downloader (drn-19611). The device was taken out of service, replaced at no charge and returning for investigation. There are no injuries associated with this event.